Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the implant procedure was without issue except neuromonitoring had shown an interruption on the left side. Postoperative, the patient reported weakness and spasms in the left leg. It was reported the left leg had been weaker prior to the procedure but the patient noted the weakness was worse. The physician opted to take the patient back into the operating room and the lead was repositioned. It was reported the neuromonitoring did not show interference with the second position of the lead. It was reported the patient received effective bilateral stimulation with the new placement, and the patient no longer had spasms. The patient did report continued weakness in the left leg. Follow up identified the patient had been placed in a rehabilitation facility on (B)(6) 2013. A CT scan had been performed, which did not show anomalies. Add'l follow up found the physician explanted the scs system. It was reported the pt had no significant improvement on (B)(6) 2013, and would be in rehabilitation.